Event description:
It was reported that during a colon procedure, the device had error code 5: instrument. Used another like device. No patient consequence.

Manufacturer narrative:
Tracking#447486-0. Date sent: 7/5/2006. A1,2,3,4; b6,7; h8: information was not provided by the affiliate. H6: code 400 = cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched, gouged, and cracked. Due to damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."